Event description:
Procedure: lap gastric bypass. Patient sex: unk reportedly, the staples did not form properly, when the device was fired on the tissue over seamguard. The surgeon had to cut additional tissue and repair the tissue by hand suturing.